Event description:
Customer reported an issue with the sleep state settings, which led to fluctuations in their blood glucose levels, going both high and low due to a delay in detection. At one point, blood glucose reached 489 mg/dl. Corrective actions included administering a correction bolus via the pump and taking a correction injection via mdi to address high levels, and consuming glucose tablets and carbohydrates to deal with low levels. Customer did not require third-party assistance. Technical support assisted the customer with updating the pump time, clarified that discrepancies of less than five minutes might occur normally, and advised confirming accurate time settings. Customer acknowledged this guidance.